Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's skin irritation was located under the garment on his back and stomach. The irritation was reported to be red and full of welts. The patient's physician gave the patient steroid shots and also recommended a lotion to use on the irritation. Follow-up indicated that after using the lotion the irritation improved.